Manufacturer narrative:
Patient age at time of event: 18 years or older. Device evaluated by MFR: the device was disposed of by the hospital; therefore it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a drug eluting stenting procedure, stent damage occurred. The 90% stenotic, de novo lesion was located in a moderately calcified and severely tortuous unspecified artery. Access was obtained through the femoral artery. The physician advanced the 2.5x20mm taxus liberte stent to the lesion but could not cross the lesion. The stent was noted to be flared. There were no patient complications. The procedure was completed with another 2.5x20mm taxus liberte stent. Patient status is reported as "good."